Event description:
The patient had a blocked artery in the left thigh and a large infected ulcer on the lower leg (infected with pseudomonas bacteria). On (B)(6) 2025, a 6 mm artegraft was implanted as a bypass from the femoral artery to the popliteal artery (p1 segment), similar to a vein bypass. The surrounding artery segments were also cleared, and the bypass was placed without tension or excess length. The patient was discharged in (B)(6) without issues. In early (B)(6), the patient was readmitted with swelling and bleeding at the surgical site on the lower thigh, along with signs of inflammation (high white blood cell count and crp). On (B)(6) 2025, revision surgery was done to repair the lower end of the bypass using a patch, keeping the artegraft in place. The issue appeared to be a tear, likely due to the graft shortening, not infection. On (B)(6) 2025, another surgery was performed to remove a blood clot (thrombectomy) and fix bleeding at the same site. Later that day, a second revision was needed due to more bleeding, and the lower connection was repaired again. On (B)(6) 2025, further bleeding led to abandoning the original p1 connection. The bypass was extended from the mid-thigh to the p3 segment using a prosthetic graft.

Manufacturer narrative:
This is MDR 2 of 2 involving this patient as two grafts were used for a fem-pop surgery . The grafts were not received for evaluation. A review of the DHR could not be completed as serial numbers were not provided. Response to questions forwarded to hospital has not been received as of 23oct2025. Lemaitre clinical advisor provided an assessment with the limited data available. "If there was no evidence of infection on any of the follow-up evaluations, seeding by a particularly virulent strain of pseudomonas can likely be excluded, though admittedly, that would have been difficult to believe initially. It is quite uncommon for a graft to bleed as late as two months after implantation. Other possible contributors could include tension at the anastomosis or a localized hematoma causing disruption. By that point, the graft would typically be well incorporated, making primary graft failure unlikely except in the setting of external factors such as infection, tension, or inflammation. To my knowledge, there is no evidence that artegraft shortens or contracts over time. Without the explanted specimen, it's not possible to make a definitive determination. " without additional information, a root cause cannot be conclusively determined. Possible root cause could be the hospital technique. Artegraft has been studied extensively in hemodialysis. Our extensive literature review (clinical evaluation report) has shown that primary and secondary patency measures for artegraft are comparable to other devices (e.g. Ptfe) used for the same purpose, with published 6-month studies citing primary rates of 35-100% and secondary rates at 70-92%. Many factors, such as patient comorbidities and graft placement on the patient will contribute to the performance of an individual graft and therefore not all outcomes will be the same. Therefore, we are inconclusive about the root cause of this issue. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.